Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that knives were noted to be dull prior to cataract surgeries. Alternate knives were obtained in order to perform the procedures. There was no impact to any patient. Additional information has been requested.